Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During the call, the pt reported that the ins has always been in one spot of their body, but yesterday (date valid), they noticed the ins "wasn't in that spot". Pt stated that they were not sure if the ins moved, but noted the ins battery "felt it might be off a little from where it was always located". Pt confirmed they have not had any falls or traumas, they have not been doing any bending or walking their dog, they have had the incision site checked (pss was under the impression that it was checked by the hcp at the follow-up appointments), there is no redness or hotness, and it "doesn't look like" the ins has moved. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.